Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while advancing the cat6 through a non-penumbra sheath. The physician tried to use the introducer sheath to advance the cat6 into the sheath, however still felt resistance. Consequently, the cat6 became kinked while being advanced within the sheath. The physician therefore removed the cat6, and completed the procedure using a new catheter. There was no report of an adverse effect to the patient.